Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device does not work properly. Pca and iu bezel with electrical damage. Iu bezel with scratch blower, blower box, iso port kit and outlet seal with contamination. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn. The customer complaint wasn't reproduced. There was no error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report labeled for single use captured wrongly, in this report has been updated correctly.